Event description:
It was reported that during an implant attempt, they were unable to implant the implantable cardiac monitor. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during an implant attempt, they were unable to implant the implantable cardiac monitor (icm). The patient was enrolled in the reveal af clinical study. No patient complications have been reported as a result of this event. (B)(4): follow-up information indicated the patient did not require an icm. No device implant was attempted.